Manufacturer narrative:
(B)(4). The patient indicated the bags were not properly connected. A loose connection is a known cause of this type of alarm. However, the cause for the loose connection could not be determined, as the disposable set was not returned to baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three on the home choice (hc). The home patient (hp) was connected at the time of the event. The caller indicated that there was a loose connection. The technical service representative (tsr) explained the alarm and informed the care giver (cg) to use manual bags to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.